Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. One device received intact and in good condition. The reported issue problem was unable to be duplicated. The device passed occlusion tests. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue:the upstream and downstream occlusion sensor were replaced as preventative measure.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited bad upstream sensor. No patient injury reported.